Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate therapy due to atrial driven rhythm. The device also recorded intermittent undersensing. Technical services (ts) reviewed the episodes and discussed there is a fast atrial rate and some episodes show symptoms of possible ventricular rhythms similar to potential tachyarrhythmia. It was mentioned that a technical option to delay the charge begin could be adjusting the smart charge parameter, however, this is a medical decision. Medical control of the conducted rate could be another possibility. The s-ICD system remains in service. No additional adverse patient effects were reported.